Event description:
Customer reported that the adu did not alarm during an operation and the external patient monitor did not alarm. There were; however, errors noted in the log. It is not known at this time whether the alarm was only visual or if it was audible. No injury was reported. The customer replaced the unit when reported failure occured, i.e. The customer did not use manual ventilation. It is not known at this time whether manual ventilation was available. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.